Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier was not working, which located on snf4a. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device biometric identifier was failed to work. A technical support specialist (tss) identified biometric identification was not recognized during login, removed the extraneous bluetooth driver, disabled the bluetooth generic adapter, and tested login successfully to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.